Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was intermittently observed to be inaccurate and fluctuating. The customer's blood glucose was in the 400 mg/dl range. Troubleshooting could not be performed as the issue occurred in the past. Reportedly there was no issue with the insulin gauge at the time the customer contacted tandem technical support.